Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was in 600 mg/dl range with diabetic ketoacidosis. Reportedly, the customer went to the emergency room (ER) where bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER 24 hours later with the issue resolved and no permanent damage. Tandem technical support reviewed pump battery data logs and found that the pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.